Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat an extremely calcified lesion in the lad. The minivision failed to cross. During the removal of the stent delivery system (sds), the stent dislodged inside the guiding catheter. The stent was removed when the guiding catheter was removed. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the catheter was returned with blood in the inflation lumen and guide wire lumen and on the balloon and shaft. There was contrast in the inflation lumen and on the shaft. The stent had dislodged and returned in a small biohazard plastic bag. The entire length of the stent was flattened and the proximal end was mangled. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The edge of the tip was flared. There was a slight bend in the inner member just distal to the distal edge of the proximal balloon marker. There was a kink in the distal shaft 11.5 cm proximal to the proximal balloon seal. There was a tear in the shaft, starting at the distal end of the guide wire exit notch for a length of 8.6 cm. There were two bends in the hypotube, 39.4 cm and 74.5 cm distal to the strain relief tubing. There was no other damage noted to the catheter. The guiding catheter used during the procedure was not returned. Dimensions of the stent could not be taken due to the damage of the stent. The tip seal length was measured and met mfg criteria. Prod perf engineering reviewed the incident and analysis of the returned device. Qa technician analysis confirmed that the stent had dislodged. The stent was returned flattened and mangled. In addition, the edge of the tip was flared, there were bends in the inner member and hypotube, a kink in the distal shaft, and a tear in the shaft. It was reported that the minivision failed to cross and the stent dislodged inside the guiding catheter upon removal of the catheter. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology and pt disease state. Dislodgement and damage to the stent may be a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. In this case, the inability to cross and the subsequent damage to the catheter and stent appears to be related to the moderately tortuous anatomy and the heavily calcified lesion in conjunction with the guiding catheter; however, the used guiding catheter was not returned for analysis, which may have aided in the investigation. Dimensional measurements were unable to be taken due to the heavily damaged stent. The reported discrepancies appear to be related to the operational context of the device. Prod perf engineering will trend and monitor the experience circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the mfg line at abbott. Additionally, all stent delivery systems are 100% visually inspected online for stent and shaft damage and kinks/bends. This MDR is considered closed by the prod perf group.